Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with a gst60w partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the device would not open after it was introduced through the trocar into the abdomen. It is unknown if the device was fired before. This device was removed and the case was completed with another device of the same product code. There were no patient consequences reported.